Event description:
It was reported that pump displayed cartridge alarm 20 and customer experienced difficulty with cartridge use. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through correct cartridge loading steps, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved; no further outcome information was provided.